Manufacturer narrative:
Synthes is submitting this report as a result of remedication activities related to FDA warning letter dated 02/2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding device was used for treatment, not diagnosis. No sample was returned for evaluation. The lot number is unk therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.

Event description:
Pt participated in a (B)(6) prospective study for pts with cervical ddd who require single or multi-level anterior spinal fusion with the cslp small stature and the acf spacer plus dbx. Preoperative diagnosis was disc failure or prolapse. Pt was implanted at levels c5 c6 with a cslp small stature plate. Had been experiencing pain for 2 months. Surgery date was (B)(6) 2003 and postoperatively pt experienced pain, requiring steroid injections. This report is 2 of 5 for the same event. This complaint is on the right screw at c6 (12mm).